Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 24mm amplatzer septal occluder was chosen for procedure. During procedure, after several attempts at positioning the device (the device was re-sheathed 4 times), the device disconnected from the delivery cable (in the absence of the necessary maneuvers for release). The device migrated into the left ventricle. Attempts were made to recapture device in the cath lab but were unsuccessful. The stable patient was transferred to a different hospital for surgical removal of the device and surgical repair of the defect. Although the patient remained stable throughout the procedure, the event did cause a prolonged hospitalization, a stay in the intensive care and mechanical ventilation. The patient has since been discharged. No additional information has been provided. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
An event of the device disconnecting from the cable after several attempts at repositioning the device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.